Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service representative (fsr) report:carefusion fsr evaluated the device and replaced the main board and the turbine circuit board. The fsr analyzed the suspect device with a pf-300 to confirm that the device is within manufacturer¿s specifications.

Event description:
The customer reported there was a note on the vela ventilator displaying "vent inop". The customer checked the event log and it was showing transducer fault and motor fault. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: the failure analysis lab (fa lab) received the suspect component. The component was installed in a known good ventilator unit. The original reported issue was duplicated and isolated to a bad slow solenoid.